Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was found to deliver within specification. The device was determined to meet all product specifications related to the reported event. The reported over infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump running at 65ml an hour infusing total parenteral nutrition (tpn) 1572 which should last 24hours. The pump started the day before (B)(6) 2019 at 1800. It was to run until 18:00 night ((B)(6) 2019) and the tpn 1572 ml bag was emptied at 15:30 ((B)(6) 2019). There was no known patient injury or medical intervention associated with this event. No additional information is available.